Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. The balloon was received inserted into an unknown introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was slightly prolapsed at the distal tip, indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The introducer sheath was examined under microscopic magnification and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: the balloon was unable to be retracted through the introducer sheath. The balloon was able to be advanced forward through the sheath. Upon advancing the balloon through the sheath, the catheter remained in one piece as the polyimide remained intact. The edges of the proximal end of the butt joint break were examined under microscopic magnification and observed to be slightly jagged. The edges of the distal end of the butt joint break were examined under microscopic magnification and observed to be slightly jagged. No fiber disturbance was observed on the balloon. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned within an unknown introducer sheath. The investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition. It is likely that the deflation issues lead to difficulty retraction the balloon through the introducer sheath, causing the catheter to break at the butt joint. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tortuous subclavian vein, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 6fr sheath post inflation. The pta balloon was exchanged over the guidewire for another balloon. Reportedly, the hcp had difficulty deflating the second balloon, post inflation. During removal the pta balloon was difficulty to retract and started to accordion at the introducer sheath; therefore, the balloon and sheath were removed as one unit. The subclavian vein was reported to be paten with good blood flow post angioplasty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.